Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the surgeon lcd cable was replaced. The system the passed a system checkout and was fully functional. The surgeon lcd cable was returned to the manufacturer for analysis. It was reported that there was physical damage to the cable; pin 8 of the fischer connector was bent over inside the connector shorting to pin 1, which was the cause of the reported issue. The hardware investigation determined that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the surgeon monitor had a green hue to it. There was no patient present.